Event description:
In 2007 the lay user/pt contacted lifescan alleging error messages issue with his one touch ultra2 meter but was unable to specify the exact error message. The error message first occurred six days prior to event day and has occurred 2-3 times. He stated that he was able to obtain successful test results after retesting with test strips. When asked if he has received any recent medical intervention after the issue began, the pt stated that he went to the hospital in 2007 between 11:30-12 noon due to low blood glucose. The morning of the day of the incident, the pt's blood glucose was "2 something" before breakfast (7am) and then "2 something" after breakfast (9am). Based on his after breakfast meter reading, he took 2 units of novolog according to his sliding scale. Approx 2 hrs later, his wife found him unresponsive and contacted the emergency services (ems). The pt was unable to recall what he was doing between the times he took his insulin to when the ems arrived. The ems transported him to the hospital where he obtained a "20mg/dl" blood glucose result on a hospital's device, was treated with IV glucose and food. He was released from the hospital later the same day. After the ER visit, the pt has seen his dr and indicated that his insulin regimen was not adjusted. During troubleshooting, the customer service representative (csr) discovered that the meter was miscoded, which can contribute to inaccurate meter readings. The csr helped the pt correct the meter's code number. Per the csr's documentation, the alleged issue was resolved with training. Replacement products were sent to the pt. This complaint is being reported because the pt alleged he became hypoglycemic approx 2 hrs after taking insulin according to his meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.